Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2010, the patient was treated with tazact 4.5 grams intravenous twice a day (continuing) and vancomycin 1 gram intravenous (loading dose) every five days. The outcome for the events of break in aseptic technique and peritonitis were unknown. Pd therapy was ongoing. The nurse stated the event of peritonitis was unrelated to pd therapy. The nurse did not provide an opinion of causality for the event of break in aseptic technique. The root cause of the peritonitis was a break in aseptic technique.